Event description:
It was reported that during device interrogation this device was in safety mode and was alleged to be depleting prematurely. The device was explanted. No additional adverse patient effects were reported. Should the device be returned, this investigation will be updated.